Event description:
The customer stated that she was hospitalized due to a hyperglycemic reaction and a transient ischemic attack. The reported blood glucose reading was 407 mg/dl. The insulin pump was not available at the time of the report to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.